Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right atrial (ra) lead exhibited low pacing impedance and inadequate capture. It was also noted that pacemaker exhibited premature discharge of battery. The pacemaker was explanted and replaced with new device. Patient condition was stable.